Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient had a blood glucose (bg) in the low teens associated with an alleged inaccurate delivery issue. It was unknown if the patient remained on the pump, but it was reported that emergency medical services were notified. It was also unknown if the patient received any treatment. During troubleshooting with customer technical support, the reporter stated there were six separate incidents between (B)(6) and (B)(6) 2018. The reporter recalled that there was an episode that occurred on (B)(6) 2018 and (B)(6) 2018. The reporter stated that the patient had a blood glucose of 19 mg/dl at one point but could not remember what the exact bg was for each episode. Customer technical support (cts) was unable to determine what the issues were with the pump. Troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hypoglycemia due to issues with the pump. The pump could not be ruled out as a contributing factor.